Event description:
The flange broke while in use on a patient. The caller reported that the flange on a 8dct tracheostomy tube broke while in use on a patient. The caller reported that a patient with a diagnosis of respiratory failure was being admitted to the facility for long term care. As the patient was being transported from a gurney to the bed, the therapist reported that the flange was broken and the tube was partially out of the patient's stoma. The caller reported that the therapist immediately replaced the tube. The caller reported that the tube was replaced without incident.